Event description:
Additional information was received. It was reported that the catheter had been revised using a spinal revision kit.

Event description:
It was reported that the spinal segment of the catheter coiled away from the intrathecal space. The neurosurgeon was going to be performing a laminectomy or some kind of a fusion, so he would rectify the catheter issue while he was in the area. It was unknown whether or not the patient was getting therapy. The device was delivering morphine. Additional information had been requested.

Manufacturer narrative:
Product ID 8711, serial# (B)(4), implanted: 2011-(B)(6), product type catheter. (B)(4).